Event description:
It was reported that a patient had a connection issue during peritoneal dialysis (pd) therapy, while the transfer set was being changed. The customer reported that the patient connector was not connected well, with the titanium adaptor. There was a gap observed at the junction spot. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a connection issue is confirmed because evaluation of the returned sample identified difficulty connecting the transfer set patient connector to the titanium adapter. Per the sample evaluation, the transfer set patient connector was dimensionally inspected and was determined to be within specification. The cause for the connection issue between the transfer set patient connector and the titanium adapter could not be determined based on the information available.

Manufacturer narrative:
(B)(4). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. A follow-up report will be filed if additional information is received.